Event description:
A peritoneal dialysis (pd) registered nurse (rn) contacted fresenius technical support (ts) to report that a liberty select cycler experienced a display brightness problem before set up during a preventative maintenance test. This was an out-of-box failure. The display brightness was set to 10 but was still dim. Ts instructed the pdrn to reboot the cycler after unplugging the power cord for thirty seconds, but that did not resolve the issue. At that point in time, the ts representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the customer. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. They said that the cycler was being tested as part of preventative maintenance when the issue was noted. No patient was involved. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The screen brightness test failed. When powering on the cycler the "ok", "stop", and "up/down" arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code [2018] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Then, the screen brightness test, voltage verification check, system air leak test and valve actuation test all passed. A pre-accelerated stress test (ast) simulated treatment was performed for fifteen minutes and 1,000ml without any failures or problems. An internal visual inspection of the returned cycler was then performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on t1 of the inverter board.